Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified the broken tip. Initially it was reported that during the procedure, error 106 (catheter force sensor error) appeared. They changed the cable with a new one and this did not change anything. Then, they changed the catheter with a new one from a different batch. The problem was solved. They could finish the procedure. There was no patient consequence reported. The event was assessed as non reportable for the error 106. Warning functioned as intended. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-apr-2023 the tip was broken. The returned condition was assessed as MDR reportable. The awareness date for this reportable lab finding was 18-apr-2023.

Manufacturer narrative:
Initial reporter phone: (B)(6). As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under b3. Date of event. The device evaluation was completed on 18-apr-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed the tip was broken. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system, the device was dissected and it was found an open circuit from the cut to the pins. The root cause of the broken tip could be related to the handling of the device; however, this cannot be conclusively determined. The root cause of the error 106 could be related to the broken tip; however, this cannot be conclusively determined. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: open circuit (c0205)/ investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿force sensor error - 106¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿broken tip¿ issue. Manufacturer's reference number: (B)(4).